Event description:
On (B)(6) 2009 I had my third breast augmentation surgery. About two years later in 2011, I started having many of the symptoms listed on the breast implant illness symptoms list. I had implanted the following breast implants - mentor smooth round moderate profile saline 525 cc filled to 575 cc's. Ref numbers: ref 350-1685, lot 5644110, sn (B)(4); 350-1685, lot 58277118, sn (B)(4). I've had many tests / labs done, blood drawn, dr's visits, etc., trying to figure out what's wrong with me. Many diagnosis have been given, but no relief. All of my operations were done by dr (B)(6), m.d, out of (B)(6). Here are some of the symptoms I've had over the last 8+ years, symptoms: auto-immune (hashimotos), neurological (migraines), endocrine and metabolic, extreme fatigue, brain fog, memory loss, joint pain, hair loss, dry skin and hair, premature aging, weight problems/ 30 lb gain, inflammation, poor sleep and insomnia, dry eyes, decline in vision, hypothyroid symptoms, hypo-adrenal symptoms, hormone imbalance / diminishing hormones, early menopause, slow healing, easy bruising, throat clearing / cough reflux, metallic tastes, vertigo, digestive / gastrointestinal issues - acid reflux, gerd, gastritis, leaky gut, ibs, fevers, night sweats, intolerant to heat / cold, persistent bacterial, viral, fungal infections, yeast infections, sinus, ear ringing, sudden food intolerance and allergies, headaches / migraines and ocular migraines, heart palpitations, sore and aching joints of shoulders, hips, backbone, hands and feet swollen, tender lymph nodes in underarm, throat, neck, dehydration for no reason, frequent urination, numbness / tingling sensation in upper and lower limbs, cold and discolored hands and feet, general chest discomfort, shortness of breath, pain, burning sensation around implant and underarm, random shooting pain in breasts, liver / kidney dysfunction, anxiety, depression, sudden gluten / diary intolerance, mood swings. I am currently deciding on pursuing an en-bloc explant with a total capsulectomy. I have consulted with an implant / explant surgeon on (B)(6) 2019, as the original surgeon has since retired. The most recent announcement of breast implants linked to breast cancer confirms that I need to look further into this and the symptoms I'm having. I would like to see more research and action taken to protect pts from these devices. Given the lack of transparency with the truth about these devices. I may have made a different decision in 2000 with my first implants. The cost of implantation + ensuing illnesses + pending explant, both literal and emotional, are overwhelming. I'm hoping that something can be done and these companies take the initiative and step in to subsidize the explant costs. FDA safety report ID# (B)(4).